Event description:
The design of the new gemstar 500cc lock box (part #13103-01) prevents IV tubing from being installed in pca hospira pumps. We have communicated this problem to the vendor. We have not received resolution for this problem. Both service and sales departments at hospira have acknowledged the problem exists. However, they have not provided resolution. This presents a patient safety problem for us. Recently, our post anesthesia care unit nurses were unable to load pca tubing into the gemstar hospira pumps. We resorted to using a pca pump with an older designed lock box.